Manufacturer narrative:
UDI: (B)(4). The investigation is under way. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by a field clinical specialist, during implant of a 26 mm sapien 3 valve in the aortic position via subclavian approach the balloon burst at full deployment. The balloon and delivery system were completely recovered into the 18fr certitude sheath prior to full removal. There were no missing balloon pieces. The patient was in stable condition post procedure and discharged.

Manufacturer narrative:
The product was not returned for evaluation. Procedural imagery provided by the site revealed a balloon burst longitudinally with a radial tear. The balloon was separated. Calcification was present on the native leaflets and annulus. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the certitude delivery system and no deficiencies were identified. During the manufacturing process, the certitude delivery system is visually inspected and tested several times. During manufacturing, the delivery system underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for balloon burst was confirmed with the imagery provided by the site. A detailed root cause analysis for similar returned complaints has been summarized in a technical summary written by edwards lifesciences which provides a rational as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; including factors on why deployment of balloons on thv delivery systems are subjected to increased risk of burst in a calcified annulus. The technical summary also outlines the extensive manufacturing mitigations to prevent this type of malfunction (100% visual and dimensional inspections, 100% leak testing, and balloon burst testing on a sampling basis during pv testing that occurs with every manufactured lot) as reported ¿the balloon burst at full deployment.¿ per the case notes and 3mensio report, there is a calcification present within the leaflets and annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressure well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanism such as puncture, local overstretching, open cell impingement, or stress concentration. As such, the reported event discussed in this complaint are related to the details outlined in the technical summary. Available information suggests that patient factors (calcification) likely contributed to the reported event.